Event description:
Complainant indicated that during a training session by a distributor, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.